Manufacturer narrative:
Pump received with no button response due to flattened all button dome switch. No unlocked keypad connector. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime/delivery and excessive no delivery test or verify sensor error alarm due to buttons not responding. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, missing end cap sticker and cracked battery tube threads. (B)(4).

Event description:
Customer reported via phone call that dome sticker fell off. Customer's blood glucose was unknown. Insulin pump would be replaced.